Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our affiliate is reporting that during an arthroscopic procedure, the surgeon observed a "v" shape burn at one of the portals. They are reporting no pt consequences. There are questions out to the affiliate for further info and clarity of detail.